Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that: (B)(6) 2023, the swg was found kinked prior to use. There was no patient involvement.

Event description:
It was reported that: (B)(6) 2023, the swg was found kinked prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one arterial catheterization device and the product lidstock for evaluation. No definite signs of use were observed on the returned device. Visual analysis confirmed offset coils adjacent to the distal weld. Microscopic examination confirmed the damage. The distal weld was present and appeared full and spherical. No adhesive particles were visible anywhere around the needle cannula, on the guide wire, nor on the guide wire tubing. The offset coils were located 1-3mm from the distal tip. The guide wire length measured 4 5/8" which is within the specifications of 4 7/16-4 11/16" per product drawing. The guide wire outer diameter measured 0.395mm which is within the specifications of 0.381-0.404mm per product drawing. The needle cannula inner diameter measured 0.017" which is within the specifications of 0.0165"-0.0180" per product drawing. Functional inspection of the returned device was performed per the instructions for use (IFU) provided with the kit which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When the reference mark on the clear feed tube coincides with the edge of the internal cylinder of the guidewire handle the tip of the guidewire is located at the needle tip." Resistance was encountered when attempting to thread the returned guide wire through the needle cannula. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Resistance was encountered while advancing the guide wire through the needle cannula during functional inspection for the returned device which likely resulted in the damage observed. Based on these circumstances, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: (B)(6) 2023, the swg was found kinked prior to use. There was no patient involvement.